Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office was contacted; per the nurse, without the patient's date of birth, she could not find the patient's records. No further information is currently available. Should additional relevant details become available, a supplemental report will be submitted.